Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unknown endurant ii stent grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that heli-fx endoanchors were implanted in the patient along with endurant stent grafts. It was reported that the patient suffered bleeding-anemia 4 days post index procedure. Patient recovered with treatment. Site assessed as related to the index procedure. Sponsor assessed as major adverse event with major blood loss >= 1 liter. It was reported that the patient suffered vascular thrombus in the device approximately one month post index procedure. Site assessed as related to the endograft. An additional surgical procedure was performed 5 days later due to endograft thrombosis or occlusion with stenting performed inside and outside of the endograft and a thrombectomy the event was reported to be resolved. It was reported that the patient suffered vascular device occlusion approximately 4 months post index procedure. Site assessed as related to the reintervention procedure. An femoral/femoral bypass was performed and the event was reported to be resolved.